Manufacturer narrative:
(B)(4) date sent: 2/4/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the damage occur right out of the packaging or in the operative field? Out of the package. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? The packaging seal. Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Not applicable. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Shipping box. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Packaging was worn. Was sterility compromised as a result of the packaging damage? Yes. And the customer used another device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the box for cdh29p was not sealed correctly. No patient involvement reported.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cdh29p device was returned inside of its open package. The package was received partially opened and torn on one side near the ¿peel-here¿ area. The seal area was confirmed to be intact, with no issues or damage affecting its integrity. Upon visual inspection of the box, the torn tyvek piece was found lodged between the insert tab, likely caused by adhesive in that area. This condition resulted in damage to the tyvek and consequently led to the partial opening of the primary package when it was removed from the box. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event of packaging integrity could not be confirmed as no damage was noted on the seal area that compromises sterility. The packaging damaged observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot a98a9g, and no non-conformances were identified.